Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room due to a syncopal episode. Increased right ventricular (rv) threshold measurements were observed. Additional information from the local areas sales representative was received that the syncope had likely occurred as a result of the increased thresholds. The device was programmed to unipolar and threshold measurements and capture was appropriate. The patient was discharged from the hospital and was reportedly doing well. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.